Event description:
Provider states that out of box the rollator seat busted off, handles are broken and there are loose pieces in the box. Provider states that there is no damage to the outside of the box. Provider states rollator came from order (B)(4). No additional information provided.